Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid and blood back-flow during use of two (2) one-link non-dehp standard bore catheter extension sets. The event was further described as "disconnection, the connector was on crooked". The issue was observed when the extensions were being applied to the intravenous (IV) site. New devices were used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.